Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter alleged intermittent power issue and reported moisture behind the display. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: investigators were unable to duplicate or confirm the original ¿no power¿ complaint as the pump powered on to a blank display. Further investigation was impossible to perform due to a blank display issue. The pump case was cracked near the display lens, extending to the keypad. Moisture was observed under the display lens. A leak test failed due to a pump case leak. The pump disassembled and moisture damage was noted to the continuous glucose monitoring board and the power printed circuit board.